Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that his female patient underwent a left tkr at crystal clinic, inc. In akron, ohio, which is located in summit county. This was an optetrak logic device. Patient began to experience swelling in and around the left knee. Revision performed at crystal clinic on (B)(6) 2022. The polyethylene inserts used in the optetrak device were defective, leading to early aseptic loosening.

Manufacturer narrative:
H3: the revision reported in the case may be due to prosthesis wear leading to osteolysis and loosening of implants. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. A contributing factor to the reported wear may have been have been result of the tibial insert being packaged in a non-conforming vacuum bag for more than five years.